Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product issue reported from this lot. All available information was investigated, and the reported device caused damage to another device appears to be related to user technique/procedural circumstances. Additionally, reported single leaflet device attachment (slda) appear to be due to procedural condition. There is no indication of product issue with respect to manufacture, design or labeling. MFR site: contact office first and last name was updated from (B)(6) to (B)(6).

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully deployed at a2p2. A second clip delivery system (cds) was advanced however interacted with the first deployed clip, resulting in the clip detaching from the posterior leaflet and remaining attached to the anterior leaflet (single leaflet device attachment (slda)). The second cds was removed without issue. An additional clip was implanted to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.